Event description:
The surgeon reported that during an anterior vitrectomy procedure, the aspiration "would not work". A new vitrectomy pak was opened and the aspiration would not work either. After two unsuccessful attempts, the surgeon chose to cancel the procedure. The surgeon stated there was no pt impact. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report was mailed to FDA on: 05/13/2009.